Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had change sensor alert. The customer also reported low blood glucose level of 52 mg/dl and sensor glucose was 170 mg/dl. Yesterday the sensor glucose was 210 mg/dl and blood glucose was 88 mg/dl. She treated with carbs and also took off the insulin pump. The product was returned for analysis.